Event description:
The facility representative reported a colleague infusion pump with the "display showing multiple lines the same." It is unknown when this condition occurred in "med surg." This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of the "display showing multiple lines the same" was confirmed during product evaluation. The root cause was identified as a faulty main display. The main display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.